Event description:
After intercourse, they notice that part of the condom was missing and they were unable to find it anywhere. Reporter phoned dr who put reporter in touch with the emergency room of the hospital. The hospital indicated that reporter should appear in the emergency room. A vaginal foreign body was removed at emergency room.